Event description:
It was reported that the deep brain stimulation (dbs) patient experienced extrusion with the potential risk of infection at the lead and lead extension implant site. The patient underwent a procedure wherein the dbs system was explanted. The physician assessed that the cause for the extrusion could not be determined. Analysis of the dbs devices was not performed as they were retained by the facility. The patient was treated with antibiotics and has made a full recovery.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: 7119476, UDI: (B)(4). Product family: dbs-extension, upn: m365db312855b0, model: db-3128-55b, serial: (B)(6), batch: 5003012, UDI: (B)(4). Product family: dbs-ipg-r-MRI, upn: m365db12160, model: db-1216, serial: (B)(6), batch: 757465, UDI: (B)(4). Product family: dbs-lead fixation, upn: m365db4600c0, model: db-4600-c, serial: n/a, batch: 33612497, UDI: (B)(4).